Manufacturer narrative:
(B)(4). In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the carefusion field service representative (fsr) evaluated the device on site. The fsr replaced the user interface module (uim) and upgraded the software. The reported issue was resolved and the unit is working to service specifications. The elan control pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified the root cause of the reported issue was due to material fatigue.

Event description:
The customer stated that the ventilator's user interface module (uim) touchscreen soft keys do not function. When pressed the touchscreen does not respond. This issue occurs intermittently. There was no patient involvement.